Event description:
It was reported that a user experienced loss of cgm data on the ilet system while using a dexcom g7, with the pump displaying prompts to connect cgm or enter blood glucose; the user indicated the system had worked shortly before and planned to re-enter the four-digit sensor code, with replacement of the sensor if reconnection failed. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included temporary interruption of automated dosing pending cgm reconnection. Investigation included troubleshooting and user education by support. Investigation of this case revealed a pairing failure between the cgm and the pump, with the responsible device not identified. It was concluded that the event involved a communication failure that stopped automated dosing soon, without clinical injury.